Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was in an improper place for bi-ventricular pacing which resulted in cardiac dysynchrony and a decrease in ejection fraction. The lv lead remains in use but intervention was necessitated. The patient is a participant of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.